Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an implant, the implanting physician experienced difficulties to extend this right atrial (ra) lead exhibited helix. The physician stated that before reaching the recommended number of turns, the helix deployed suddenly, perforating the hear tissue. The patient was under observation during the night. No adverse patient effects were reported.